Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d4 ICD, implanted (B)(6) 2014; 310c31 valve, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had become dislodged a couple of weeks after the initial implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed and indicated an r-wave amplitude measurement issue. Beginning in (B)(6) 2014, r-wave amplitude measurements decreased from 7mv down to 0.5mv. (B)(4)